Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the gripper line was difficult to remove; if this were to recur there's potential of injury. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) with mr grade of 4. The clip delivery system was advanced to mitral valve and was deployed on the mitral valve leaflets without issue. Gripper line removability was performed and was successful; however, the gripper line was difficult to remove. The clip remained stable. Trouble-shooting was performed for 15 minutes and eventually the gripper line was able to be removed very slowly. By the end of the procedure, two clips were implanted. The mr was reduced to grade 2. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported difficulty to remove the gripper line was confirmed as the gripper line was unable to be removed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device. All available information was investigated and a definitive cause for the reported difficulty to remove the gripper line in this incident could not be determined. It is possible that procedural interactions (natural curvature of patient anatomy) resulted in constrictive forces placed on the delivery catheter shaft, leading to the observed herniation of the coil. Subsequently, the difficulty to remove the gripper line was likely due to a contribution of forces from usage of the device (procedural interaction) in conjunction with the herniation in the lumen coil. The aggregations of forces due to patient anatomy, curves on the system and herniated coils can contribute to the reported difficulty; however, this cannot be confirmed. There is no indication of product quality issue with respect to manufacture, design or labeling.